Event description:
A malfunction alarm occurred, described as a momentary power loss to the vibrator motor, which was identified with a specific malfunction code. There was no adverse impact to the customer's blood glucose level. Customer support provided guidance on resetting the pump, and the customer successfully reset it, with no recurrence of the malfunction. The customer was advised to continue using the pump and to contact support if any further issues arose.